Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedure be followed by the home patient's relative.

Event description:
A home patient's relative contacted baxter's technical service center regarding a check supply line alarm. The home patient reloaded the same bag using another supply line. There was no patient injury or medical intervention reported by the home patient's relative.